Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that there were air bubbles in her tubing, and her blood glucose (bg) had elevated to around 200 mg/dl. There were no reported signs or symptoms of hyperglycemia. The patient reported that her bg resolved to 135 mg/dl at the time of the call to customer support (cs). The reported bg excursion does not meet the definition of a serious injury. The patient stated that she was able to successfully prime the air bubbles out of the tubing prior to calling cs. The patient declined troubleshooting the pump. There has been no further reported incident. This complaint is being reported due to the allegation of air bubbles occurring without a known cause.